Event description:
It was reported while using the bd ultra-fine¿ pen needle the pen needle would not detach. The following information was provided by the initial reporter, translated from finnish to english: description of complaint, when injecting insulin, a needle from the safety pin got stuck in the insulin pen as shown in the picture. Attached at attached is a picture of the insulin pen and the packaging. Injection situation: 1. Safety needle plugged into the insulin pen. 2. Loaded 1 unit into the insulin pen and pushed off the plunger to ensure functionality. 3. Loaded the amount of insulin to be injected and injected into the resident. 4. Safety pin removed and the needle itself was found to be stuck in the insulin pen. After injected insulin and when twisted off the safety needle from the pen the needle got stuck in the insulin pen. Pics of the insulin pen and package included. After use.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd ultra-fine¿ pen needle the pen needle would not detach. The following information was provided by the initial reporter, translated from finnish to english: description of complaint, when injecting insulin, a needle from the safety pin got stuck in the insulin pen as shown in the picture. Attached at attached is a picture of the insulin pen and the packaging. Injection situation: 1. Safety needle plugged into the insulin pen. 2. Loaded 1 unit into the insulin pen and pushed off the plunger to ensure functionality. 3. Loaded the amount of insulin to be injected and injected into the resident. 4. Safety pin removed and the needle itself was found to be stuck in the insulin pen. After injected insulin and when twisted off the safety needle from the pen the needle got stuck in the insulin pen. Pics of the insulin pen and package included. After use.